Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. Functional tests which included leak, clamp function and clear passage tests were performed with no issues noted. Torque testing was performed and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. The device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was difficult to close; further described as ¿the transfer set cannot be closed at all¿. This occurred use of the device for peritoneal dialysis therapy. The clamp was tight and did not move (twist). There was no report of patient injury or medical intervention associated with this event. No additional information is available.